Event description:
Customer reported needles having a white plastic on the tip preventing them from working properly. No information was received regarding any serious injury as a result of this report.